Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported having high blood glucose. She stated she had woken up in the morning with a blood glucose of 600 mg/dl. The customer stated she had treated her blood glucose with a manual injection. Customer stated she was not having any symptoms of high blood glucose. Troubleshooting found the customer's drive support cap appeared to be normal. Insulin was also able to exit during a manual prime. The customer also stated there was no air bubbles in her tubing. The customer's bolus history and basal rates were also correct. Customer's blood glucose was 189 mg/dl at the time of the call. Customer was advised to change out her supplies. No additional information provided.